Event description:
As reported by the user facility: taxol circle primed chairside per bbraun instructions. No noted air bubbles. Within half hour started beeping air in line, required interventions by several times. Attempted to circle prime again, however pump started beeping upstream occlusion with no occlusions noted. Vent carefully opened, but alarm persisted. Line removed and placed on a different channel and circle primed and was able to run for a while. Required periodic management for air bubbles and pump was turned on side per bbraun recommendation. At end of infusion, 2ml solution was noted to have leaked under the filter. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. Based on the evaluation results the whole set could not be properly leak tested but the areas up until the filter did not show any signs of leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.